Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer had reused the cartridge. Tandem customer technical support informed customer that cartridges are labeled for single-use only. Reportedly, the customer continued to use the pump for insulin therapy.